Event description:
It was reported in a letter sent to stryker (B)(4) by the competent authority, (B)(4). The customer alleged the following event: during a nail surgery while the distal locking was being done with the screwdriver, it was found to be difficult to take out the screwdriver from the screw. The surgeon tried to extract the screwdriver with a hammer and the screwdriver broke. The distal screw has been unlocked with a poignee americaine knob which alleged the nail to be removed. It was further alleged that the surgery had been delayed and there was an increased risk of bone fracture.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.